Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a fiber was removed from a patient's eye during a postoperative visit. No further details were provided. Additional information and product sample have been requested.

Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record reviews are not possible. Additionally, a specific product revision was not provided for this complaint; therefore, the bill of materials and drawing could not be reviewed. No sample was returned for visual inspection or analysis. The source of the white fiber could not be determined. Based on the customer report, the investigation could not determine the exact root cause of when and where the fiber entered the eye. There was a postoperative visit 2-3 weeks ago; therefore, the possibility of the foreign fiber entering the eye during this time could be ruled out. Additionally, the suspect sample was not returned for this investigation. A review was conducted for possible components with fibers (blue towel and gown). Action will not be taken for this occurrence as the root cause is not known and no sample was returned for analysis. Quality assurance will continue to monitor and take action for any future occurrences as is deemed necessary. (B)(4).